Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected hp's transfer set from the patient line of the hc set during a dwell phase, without pausing therapy. Hp did not make it back in time for the following drain cycle. When hp returned to the cycler, hp reconnected self to the setup. Hp then received the alarm and contacted tsc. Tsc assisted hp in ending hp's apd therapy early. Hp completed therapy by setting up with new supplies. Per hp, no patient injury or medical intervention was associated with this incident.